Manufacturer narrative:
(B)(4). A carefusion field service representative (fsr) went on-site to evaluate the suspect device. The fsr reported the unit was auto-cycling and found the exhalation cap missing spring to the lock body valve, performed operational verification procedure, and reported the unit passes manufacturer's setup; however the issue was not resolved. After ordering a main printed circuit board assembly (pcba), the fsr replaced the component and reported the issue was resolved and the unit meets manufacturer specifications. At this time, the carefusion failure analysis laboratory has not received the suspect component for further evaluation.

Event description:
The customer reported while using the vela ventilator; the volume on the unit was low. The issue occurred during patient use, the unit was swapped out with another ventilator. The customer reported no patient consequence is associated with the event.